Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was one (1) tube that broke during use and caused a blood leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. The indicated failure mode of broken or leaking tube was not observed in the provided photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. The complaint has not been confirmed for the customer indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was one (1) tube that broke during use and caused a blood leak. No adverse impact was reported regarding the patient or user.